Manufacturer narrative:
Additional information: on october 8, 2020, mentor became aware that the patient also experienced baker grade iii capsular contracture on the right side. As a result, the patient underwent bilateral device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3503501bc on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. H6 patient code 3191: medical device removal. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.